Manufacturer narrative:
The device was not returned for evaluation. The device serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. A complaint serial number (s/n) review could not be performed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced scratchy, gritty and very dry symptoms after a surgery. Additional information has been requested. Additional information received indicated that additional eye drops were prescribed for inflammation to use for next few weeks.